Event description:
Additional information was received from the rep. It was reported that a new lead implant had been planned, but the patient cancelled this due to personal circumstances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) ubd: 2022-05-26, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The serial number of the ins and lot number of the lead were provided. It was reported that the patient's weight was unknown, but normal at the time of the event. The cause of the high impedance was unknown, but it was noted to be possibly due to lifting heavy items. The patient first started experiencing the loss of stimulation and high impedance in (B)(6) 2019. The patient had reported 90% symptom improvement in (B)(6) 2018. It was noted that this information was confirmed by the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had lifted heavy items during a move within the month after the implantation. The complete implantation occurred in (B)(6) 2018. The patient was 90% satisfied, but had complaints now again. A loss of stimulation and high impedance was reported. A picture of the physician programmer displaying impedance test results was provided, and showed high impedance greater than 4000 ohms on all but two electrode pairs. X-ray showed that the lead was placed well. The hcp asked if there was something they could do with settings or if the lead should be replaced.